Manufacturer narrative:
The device was evaluated by the international philips field service engineer (fse). The fse confirmed the occurrence of the reported issue via the error code, however, was not able to duplicate the reported issue. Additionally, the fse confirmed the power led had illumination failure during device servicing. The philips international field service engineer (fse) replaced the central processing unit (cpu). Additionally, the power switch overlay was also replaced. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
The customer reported a ventilator experienced a backup alarm failed alarm during patient use. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The patient's information was not disclosed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A cpu was returned for analysis. The visual inspection of the customer returned cpu pcba revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the cpu pcba into a fi ventilator to duplicate the reported issue of backup alarm failed (e/c 1104). The fi technician identified the backup alarm failed (e/c 1104) was caused by the piezo buzzer (ls1) failing intermittently due to the insulation resistance being out of specification.